Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports recently visited the dentist who recommend stopping use of the aligners because of the sensitivity, jaw discomfort, and pain level of 7 they are causing. Additionally, the aligners have worsened the gum recession due to the patient's high attached frenulum.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.